Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated elective replacement indicator (eri) on (B)(6) 2012. The save to disk showed battery voltage of 2.44 volts, and battery impedance approximately 12278 ohms.

Event description:
It was reported that the patient suffered a fall and head injury. It is suspected to be related to the device which was at elective replacement indicator (eri) was reached earlier than expected. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.